Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The articulation pull wire of the delivery system was broken. There was a wire issue with the articulation of the delivery system. There was no articulation of the delivery system. The delivery system outer shaft was kinked/buckled. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was kink/buckled at 5 cm from the distal end of the delivery system. The delivery system would not articulate with the deflection button. The device did not prematurely deploy while flushing. The deflection pull wire fractured inside of the handle at the deflection button. There were no anomalies found during deployment testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), after two attempts, the device started to push out of the cup with contrast or flushing. Had to unlock, pull tether, and re seat the device in the cone several times. It was noted that after this, the device was removed and a deflection/articulation issue was noted with deflection difficulty/deflection control broken. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.